Event description:
It was reported that during an unknown procedure, the device malfunctioned. No further information is available. No detail could be provided by the customer. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Results: jaws unable to open, open after assisted, malformed clip. Evaluation summary: the analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any anomalies noted; one malformed clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the remaining eight clips were conforming to our manufacturing specifications. It should be noted that an investigation has been initiated to address the potential root cause of the opening issues. No incident related to the reported event was observed during the batch record review.